Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd¿ blunt 5 micron filter needles 18 g x 1 1/2 in had foreign matter contamination. The following information was provided by the initial reporter: this is a report about foreign matter (dirt). Dirt-like fm was found to be adhering to several products.

Manufacturer narrative:
H.6. Investigation summary: it was reported a dirt like foreign matter was adhered to several products. To aid in the investigation, four samples and eight photos were received for evaluation by our quality team. Three samples came in sealed packaging blisters and one sample came in an opened packaging blister. A visual inspection was performed. First, with a naked eye, and then with a 10x magnifier lens. The plastic shields have rub marks which are acceptable imperfections. No other defects or imperfections were observed. The eight photos provided show the samples received. It could be possible the customer is not aware of our product specifications. A device history record review was completed for provided material number 305211, lot number 1273793. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that 4 bd¿ blunt 5 micron filter needles 18 g x 1 1/2 in had foreign matter contamination. The following information was provided by the initial reporter: this is a report about foreign matter (dirt). Dirt-like fm was found to be adhering to several products.